Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in inappropriate shock therapy. Additionally, high out of range pacing impedance measurements greater than 2,000 was observed on the right atrial (ra), rv and left ventricular (lv) leads. It was noted that the patient was very muscular and was lifting a heavy weight over head at the time. A device header issue was suspected. Boston scientific technical services (ts) discussed that this device is included in the december 1, 2009 subpectoral implant 2009 advisory population. An invasive procedure was performed. Upon opening of the pocket, the device header was observed to be loose. It was noted that the device was implanted subpectorally. Testing of the leads on a pacing system analyzer (psa) revealed stable and acceptable measurements. The device was explanted and replaced and the leads remain implanted and in service with the replacement device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.